Event description:
When attempting to fire the stapler, the anvil was stuck and could not be removed per surgeon. The anvil had torn out of the proximal colon which required repair intraoperatively. Per the physician the patient was high risk for a tear due to her clinical presentation and this did not change her plan of care.